Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, it was observed an enlargement of the right common iliac artery due to disease progression (1000-e), a reintervention was planned to prevent a distal type I endoleak. On (B)(6) 2022, a reintervention was took place. The right internal iliac artery was embolized, and then two additional stent grafts were placed down to right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).